Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that, during a routine follow-up after implant, the shock impedance measurements were noted to be high out of range. Only when programmed in single coil configuration were in range shock impedance measurements observed. The physician accepted the measurements in the single coil configuration. No defibrillation threshold (dft) testing was performed. The patient was discharged, and will received normal follow-ups. There were no adverse patient effects reported.